Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
Philips was notified that while in clinical and therapeutic use on a patient, the v60 ventilator failed to provide a patient disconnection alarm when the patient non-invasive interface had become disconnected from the patient. The device was in clinical and therapeutic use at the time of the event in question. Device settings have not been provided. Device configuration was noted to have included a wizard/is disposable patient breathing circuit with water trap in-line. During therapy on (B)(6) 2022, it was noted that the patient had removed their non-invasive interface multiple times. During the unintentional disconnection from the device, the patient experienced a severe desaturation of peripheral oxygenation (spo2) to approximately 60%. Upon reattachment of the non-invasive interface, the patient spo2 was noted to have improved. It was reported that the following day (B)(6) 2022 the patient expired. Cause of death has not been disclosed to philips and is currently pending further investigation. The device was evaluated by an institutional medical engineer with the request to investigate the device alarm logs. A philips sales representative inspected the alarm logs and was unable to confirm the presence of a patient disconnect alarm during the time of the event in question. Further investigation found proximal pressure line disconnection alarms within the alarm log. The philips sales representative informed the institutional medical engineer that external factors such as breathing circuit tubing may result in the absence of a patient disconnect alarm, however the proximal pressure line disconnect alarm will continue to alert the end user of an unanticipated patient disconnection. Based upon the information provided, no allegation of causality or contribution of the v60 ventilator to the patient death has been lodged. Device inspection and evaluation was requested by the institutional medical engineer and is currently pending further investigation. Root cause of the allegation of failure to provide a patient disconnect alarm is currently under further investigation.

Manufacturer narrative:
Further investigation yielded information that the patient expiration was not alleged to have been caused and/or contributed to by the v60 ventilator. Based upon the findings presented and the testimony provided by the institution, this complaint shall be downgraded from a patient death to a serious injury. Additional findings determined the device circuit configuration to have included a wizard non-invasive interface, intersurgical disposable patient breathing circuit with water trap in-line, pacific medico heated humidifier, and an additional 90 degree elbow attached at the in-line water filter. The v60 ventilator was inspected and evaluated by an international field service engineer (fse). The device was tested utilizing the same therapeutic settings and circuit configuration used at the time of the event in question. Upon testing by the fse, the non-invasive interface was left in an open state in order to replicate the patient disconnection. During testing, it was noted that the patient disconnect would automatically reset upon delivery of the backup ventilatory respiratory rate, however the proximal pressure line disconnect and low inspiratory pressure alarms would trigger and remain constant as designed. Based upon the findings of the fse and device evaluation, no failure or malfunction of the v60 ventilator was found to have been present with root cause of the absence of the disconnection alarm attributed to environmental causes. Use of unapproved ventilator accessories/interfaces such as the wizard non-invasive interface and pacific medico heated humidifier may result in compromised performance of the v60 ventilator as noted within the philips v60 ventilator user guide: appendix c: warning: avoid adding resistive circuit components on the patient side of the proximal pressure line. Such components may defeat the disconnect alarm. Note: to ensure the correct performance of the ventilator and the accuracy of patient data, we recommend you use only respironics-approved accessories with the ventilator. Additionally, chapter 5 of the philips v60 ventilator user guide provides illicit instruction on pre-patient ventilator functional verification by providing instructions to verify ventilator operation by creating a patient alarm, such as a disconnect alarm, as well as providing steps within the chapter for patient disconnection alarm testing procedures.